Manufacturer narrative:
.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).

Event description:
It was reported the patient developed a wound infection after a surgery. Removed fluid and scar tissue (which caused her to develop a bacterial infection. The infection lead to an issue with her hand. (Required PICC line to be implanted in the patient, IV's administered, emergency surgery, hospitalization for 1 week, physical therapy, pain, and swelling.

Event description:
Based on the information provided the patient had other serious condition involving a smith and nephew product, it is concluded that in accordance with the regulations set forth under 21 cfr 803, it is concluded that this is a reportable event.